Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (400 mg/dl). Reportedly, customer's health care professional had recently adjusted the pump basal rate to half the amount the customer was receiving before. Recommendation was made for customer to discuss diabetes management with their health care professional.